Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, the catheter tolerance of the inner lumen was out of specification and the stiffening stylet could not be entered. A new catheter was opened to continue with the case. A manufacturer representative tested the stiffening stylet and it was able to enter the new catheter. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.